Event description:
Per the clinic, the patient experienced a subcutaneous bleeding with lots of swelling around the implant site and on the face down to the neck, after a while bruising in the same area which occurred a few days after initial implantation on (B)(6) 2026. Bruising and swelling has reportedly gone away. However, the patient developed a scab with redness on the incision line. The patient also experienced wound dehiscence in the incision line with a yellow fluid drainage. A few days after implantation procedure (specific date not reported), the patient reportedly developed a significant hematoma and numbness at the implant site. Subsequently, the area was cleaned and the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.